Event description:
Caller reported a cartridge alarm occurrence, identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Customer was guided by technical support to put the current pump into storage mode and return it, while a replacement pump with updated software was sent to them. Customer was also advised to continue insulin therapy using a backup insulin pump and to follow specific steps upon receiving their replacement.